Manufacturer narrative:
Electrode belt (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (damaged cable) was confirmed. Upon investigation, the electrode belt cable connecting the distribution node to the rear therapy electrodes was severed. The root cause for the severed cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that an electrode belt had a damaged cable.